Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced high readings on 30 and 75 levels. R&d investigation completed:the test strips producing high glucose results is due to improper storage of returned test strips: strips were most likely left outside of the vial for a prolonged period of time and exposed to heat and moisture.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 90 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 280 and 268mg/dl. The test strip lot manufacturer's expiration date is 07/28/2017 and open vial date is 08/26/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 90 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 280 and 268mg/dl. The test strip lot manufacturer's expiration date is 07/28/2017 and open vial date is 08/26/2016. The meter memory was reviewed for previous test result history (date / time not set): the 147mg/dl (B)(6) 2016 08:19 am fasting: yes, the 103mg/dl (B)(6) 2016 07:07 am fasting: yes, the 156mg/dl (B)(6) 2016 07:06 am fasting: yes, the 158mg/dl (B)(6) 2016 10:04 pm fasting: yes, the 147mg/dl (B)(6) 2016 07:10 am fasting: yes.